Event description:
Additional information received from the patient noted that the patient's husband checked their back to see if they had any cuts which they did not. Everything seemed to be alright. The patient had pain med there and did not go to the doctor until their appointment which was a couple days later. The doctor checked the device and everything was working good.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v338572, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient fell and landed on their rear end on (B)(6) 2015. Since then the patient was in a lot of pain and wanted to make sure the device did not move. The patient was getting relief from the therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.